Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of the extension set cracking and leaking was not confirmed. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks on the male luer or female luer were observed. Functional and pressure testing was performed; no leaks were observed. The root cause for this event was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer reports the male connector of the extension set cracks and leaks. There is no report of patient harm